Event description:
I had breast implants put in following breast feeding in 2008. I was told they were perfectly safe. My health soon began to slowly deteriorate. I had been to every kind of doctor and I was told I am perfectly fine. Then I was recently diagnosed with an immune disorder. I thought maybe I had breast implant illness and if I switched them out for new ones, my health would improve. The doctors said they are much safer now, absolutely nothing to worry about. The very day of surgery and the week following, for the first time in many years, I had no pain. I suddenly felt as if I had a new lease on life, but then just a week later, my symptoms returned and worse. I currently have 46 breast implant illness symptoms and am 1000% positive it is due to the implants. I am deemed disabled by my doctor yet one week immediately following the implant exchange, I had no symptoms and now they have returned with a vengeance. FDA safety report ID #: (B)(4).